Event description:
Lid of radiograph duplicator closed with force on right wwrist of operator's hand. Distal right radius fracture. Reported carpal tunnel syndrome resulted. Surgery was performed to release carpal tunnel.